Event description:
It was reported that during a follow up in clinic, the device was found to be in back up vvi (bvvi) mode. The bvvi mode was suspected to be due to electromagnetic interference due to a computed tomography (CT) scan. The device was reprogrammed to resolve the event. The patient was in stable condition.